Manufacturer narrative:
Note: product reference (B)(4) not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. A similar complaint has been reported by the same end customer on this batch of access ports sold since april 2020 (#9612452-2020-0030). Investigation results: we did not receive the involved sample nor x-ray pictures taken after implantation to be able to perform a thorough investigation. However, we have performed a tensile strength test a celsite access port from the same batch number. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6. This result conforms to our specifications. Conclusion: the disconnection test results performed on a retention sample from the same batch are compliant with our specifications. The incident was discovered only 2 weeks after device implantation. These elements allow us to deduce that the catheter disconnection was probably due to incorrect catheter connection to the port during the implantation procedure by the physician. This is a known risk of the implantation of the access port. The complaint rate is low.. The IFU's specify how to connect the catheter to the accessport to avoid this type of incident and explain the risks of incorrect connection. No corrective action is envisaged. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
During the 1st chemo session (patient (B)(6)), through the port placed on (B)(6) 2020, when the needle is inserted and nacl 0.9% injected (approximately 2 ml) swelling under the skin located around access port area. Aspiration to ensure blood return: no return. Needle removed. New test with a 2nd nurse: same result. Consequences: chemo performed in peripheral. Patient sent to radiography which determined the separation between the catheter and the port. The access port will be removed later.